Manufacturer narrative:
This report is currently being investigation. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced three consecutive resets during power on self tests (post) that were unrelated to the power supply; which rendered the ventilator inoperable. The date of the event is unknown. No patient involvement, at the time event occurred, was reported.